Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, bio ID failed and required maintenance. User rebooted, installed driver and power cycled the station; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had failed and required maintenance. The field service engineer (fse) replaced the biometric identifier scanner and installed the necessary software to resolve the issue. The customer was able to log in successfully, and all tests performed using the hardware test application passed, confirming proper functionality. The system functioned as intended after field service engineer repaired the device.